Event description:
It was reported via voluntary medwatch that the patient's right ventricular (rv) lead exhibited a low impedance. No intervention was performed, and the patient's status was unknown.